Manufacturer narrative:
A2 - age at time of event: 78 years old at the time of study enrollment.

Event description:
It was reported that dissection occurred, requiring additional device. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 4.50 mm reference vessel diameter, 35.0 mm length and 80 % stenosis with no calcification. Pre-dilatation was performed using a 4 mm x 40 mm, 4 mm x 20 mm and 5 mm x 20 mm balloons with residual stenosis of 10 %. The target lesion was treated with 5 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 10%. Post procedure, the subject was advised to continue ongoing anti-coagulation therapy. On (B)(6) 2026, the subject presented for protocol required 9 month follow up visit. On the same day, the subject was noted to have venous dissection on swing point and in response, low pressure poba was expanded for 3 minutes to achieve hemostasis. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the venous outflow with 4.2 mm reference vessel diameter, 24.2 mm length, and 78.57 % diameter stenosis. No complications were noted after pre-dilatation and test device usage. Post test device usage, the diameter stenosis was 2.36 %. On the same day, the outcome of the event was considered as resolved.

Manufacturer narrative:
A2 - age at time of event: (B)(6) years old at the time of study enrollment. B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that dissection occurred, requiring additional device. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025, as a part of the clinical trial, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 4.50 mm reference vessel diameter, 35.0 mm length and 80 % stenosis with no calcification. Pre-dilatation was performed using a 4 mm x 40 mm, 4 mm x 20 mm and 5 mm x 20 mm balloons with residual stenosis of 10 %. The target lesion was treated with 5 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 10%. Post procedure, the subject was advised to continue ongoing anti-coagulation therapy. On (B)(6) 2026, the subject presented for protocol required 9 months follow up visit. On the same day, the subject was noted to have venous dissection on swing point and in response, low pressure poba was expanded for 3 minutes to achieve hemostasis. Index core lab angiography findings dated (B)(6) 2025, revealed that the target lesion was located in the venous outflow with 4.2 mm reference vessel diameter, 24.2 mm length, and 78.57 % diameter stenosis. No complications were noted after pre-dilatation and test device usage. Post test device usage, the diameter stenosis was 2.36 %. On the same day, the outcome of the event was considered as resolved. It was further reported that the subject had venous injury on swing point during the reintervention procedure.